Event description:
It was reported that, "once the box was opened the inner containers were deformed and stuck together. The surgeon and the circulator were unable to remove the inner box on the actual component using sterile technique."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted on the supplemental report.